Event description:
Physician using device to drill base of skull by trans-oral approach noticed hand piece getting hot and stopped using device. Physician noticed burn on pt's lower lip. Ointment was applied to burn. Equipment taken out of svc and rep called to evaluate. Pt's lip doing well.device not labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.